Event description:
The customer reported approximately one half milliliter of clear fluid dripped outside the instrument, from the manual probe, at the end of the cycle involving the coulter lh 500 hematology analyzer. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. The customer has an exposure control/risk management plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered the probe wipe rinse block was not moving all the way down the probe causing isotone to leak out of the rinse block. The fse replaced a leaking air-line at pinch valve vl42 and resolved the issue. Service repairs were verified per the established procedures. The instrument conformed to the manufacturer's published performance specifications. (B)(4).